Event description:
The customer reported that she was hospitalized with blood glucose levels over 600 mg/dl. The customer stated that her cat had chewed on the infusion set tubing, causing her blood glucose levels to elevate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.